Manufacturer narrative:
Section d9 was updated. The provided meter was investigated. The device data and fault memory were read out. A display test was performed and display segments had failed in all areas. The circuit board was tested for damage or contamination. The investigation determined that the circuit board was contaminated by a penetrated liquid which also affected the conductive rubber contacts. The root cause was due to contamination of the contacts due to improper handling or maintenance.

Manufacturer narrative:
The reporter's meter was provided for investigation. The investigation is ongoing.

Event description:
We received an allegation about a faded display when using coaguchek xs pst meter. The reporter checked the display and mentioned that it looked normal when looking straight at the screen, alleging that the screen looked faded when the meter was held at an angle. The reporter also alleged that when checking the meter's memory, segments were missing from the results field. She replaced the batteries and stated that there were no signs of moisture or debris inside the battery compartment. The reporter thought that there might be some residue on the heater plate, but she was not sure.